Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was having hypoglycemia with blood glucose results of 9.5 mmol/l at 4:28 p.m. And 7.2 mmol/l at 4:58 p.m. On the aviva system. The patient tested on their libra blood glucose monitor with a result of 3.8 mmol/l at 4:58 p.m. The patient believes this result to be accurate. The patient was having symptoms of dizziness, cold, and shivering. The patient's husband treated her with a lucozade drink since she was not able to treat herself. The patient began to feel better a short time afterwards. Return of the suspect device was requested for evaluation.